Event description:
It was reported the patient presented prior to an implant procedure. Interrogation revealed the left ventricular lead was not capturing. Fluoroscopy confirmed the left ventricular lead had dislodged. The left ventricular lead was explanted and replaced. The patient was in stable condition.